Event description:
In 2007, the lay user/patient contacted lifescan alleging error messages that he was unable to specify on his one touch ultra meter. It is unknown how often the patient tests on his meter and how long the patient has been unable to test due to the alleged error messages. At the time of concern, the patient reportedly had symptoms of headaches, dizziness, and nausea and claimed that he attempted to test on his meter before and during (unspecified times) his reported symptoms, but was getting the error messages. It would be helpful to know actions the patient took prior to the onset of the symptoms, such as the patient's attempted tests, medications, meals, and activity levels. In 2006 at 11pm, he went to the emergency room where he obtained a "250 mg/dl" on a health care professional device and was treated with oral medications. Based on the provided information, this complaint is being reported because the patient was unable to test on his meter due to the alleged error message. The patient reported he developed symptoms and was treated with oral medications in the emergency room and alleged he was not being able to test on the meter. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.